Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/20/2013 with the following findings: the keypad was found to be fully intact; no damaged was observed. The complaint of the unresponsive up arrow and down arrow buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad was removed and no contamination was found under the button key contacts. The pump was opened and the keypad flex was firmly seated in the connector with no visible signs of damage or contamination evident. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
(B)(6) contacted animas on (B)(6) 2013 and reported the up and down arrow keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.